Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained calcium results of 5 mg/dl on patient samples from a dimension exl with lm instrument. The customer notified siemens that they went live with the instrument on (B)(6) 2021 and technicians are pulling segments off the instrument too fast. Additionally, the customer stated that there have been a few probe crashes. Additionally, the customer shared that most of the tubes are plasma and phlebotomy personnel have not been filling tubes properly. As a result, the lab has been pouring off most samples into cups. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits, the cse replaced reagent 2 (r2), r2 gear, and motion controller printed circuit board (pcb), performed alignments, and processed system check and quality controls, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer indicated that they intermittently obtained calcium (ca) results of 5 mg/dl on patient samples from a dimension exl with lm instrument. When this happens, the customer repeats the sample and obtains another result. The customer stated that they went live with the instrument on (B)(6) 2021. The customer was unable to quantify the number of affected samples. There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.